Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test 4lbs due to a protruded/loose drive support disk. The pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a scratched lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 230 mg/dl. Customer stated that the pump is not priming and insulin shoots out even after performing infusion set changes. Customer stated that the drive support cap appears normal and was not pushed on while the customer was connected. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.